Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Implanted on unknown date in 2008.

Event description:
It was reported a patient underwent a hip revision approximately nine years post-implantation due to loosening of the inlay.